Event description:
It was reported that this patient thought that his implantable pulse generator (pacemaker) was pacing below his expected programmed rate because his fitbit showed a rate of 68 bpm. Technical services explained that there can be discrepancies between rate as shown on a wearable consumer monitor and the device's actual rate. The patient was referred to his physician for future concerns. This pacemaker remained in service until it was eventually explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.